Event description:
Procedure: subtotal gastrectomy (conjoined anastomosis) - open surgery. According to the reporter: customer informs that the anastomosis at the foot of the loop was performed with no issues. No reinforcement material was used. But 2 days later the patient had to be reoperated due to excessive bleeding in the drainage, and the stapling line had opened. In order to solve the problem, they made interrupted sutures during the reintervention. The patient stay at hospital was prolonged 10 more days. The patient status is recovered.

Manufacturer narrative:
(B)(4)..